Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient has no idea why their ins is only charging half way. It has been like this for several months (only charges half way after 6-7 hours of charging). The patient was sent adhesive discs that help keep the charger attached in the appropriate place. No further information was reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s implant would only charge to about 50% after 6 hours at full coupling bars. The patient was sent a new ins recharger (insr). If the new insr did not work, they would determine what the issue was then. The patient was going to see their healthcare professional in 1.5 weeks. No symptoms were reported. No further complications were reported. Follow-up was to be conducted.